Event description:
It was reported that during a lap nephrectomy procedure, the device appeared not to staple, but it did cut the vessel (renal artery). Caught the vessel in time to clip it. No patient consequence.